Event description:
It was reported that the patient presented at a follow up clinic. Upon interrogation, the pacemaker battery was prematurely exhausted by the reason of increased beam electrode threshold. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The results of analysis of the device image indicated that the device had elevated current consistent with high output settings. The average monthly voltage and current trends were normal. Longevity assessment was performed and the device had exceeded the projected longevity.